Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Event description:
It was reported by the patient that following an electrical storm, the home phone lines would not operate correctly when the carelink monitor was connected into the phone jack. When the monitor was disconnected from the phone lines, the home phones operated correctly. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that following an electrical storm the home phone lines would not operate correctly when the carelink monitor was connected into the phone jack. When the monitor was disconnected from the phone lines, the home phones operated correctly. The monitor will be replaced. No patient complications have been reported as a result of this event.